Event description:
I have left side inguinal hernia repair in 2013, severe pain began immediately, was put on gabapentin several times a day. I had a second surgery in (B)(6) 2014 to sever several nerves, and they were embedded in my abdominal muscles, but the pain was still incredible. In (B)(6) 2015 I had to see the only surgeon willing to remove the mesh and fix my hernia the way it should have been fixed the first time. I suffer from nerve damage and hurt in the same places that I hurt when I went back the very first time to see my surgeon whom, put the mesh in. Surgimesh wn!!! I suffer chronic, sometimes debilitating pain, my life will never ever be the same. Stop allowing this "junk/trash" to be put inside human beings.